Manufacturer narrative:
Image review: a patient fit analysis was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Two radiographic still images were provided for review of the event. The images confirmed the presence of multiple stent fractures. As stated in the instructions for use (IFU), stent fracture is listed as a potential device-related adverse event that may occur following transcatheter pulmonary valve (tpv) implantation. If a stent fracture is detected, continued monitoring of the stent should be performed in conjunction with clinically appropriate hemodynamic assessment. Updated data: h2, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately five years, one month following the implant of this 18mm transcatheter pulmonary bioprosthetic valve (tpv), the patient received an x-ray of the chest for an unknown reason. Upon evaluation of subsequent x-ray images, a type ii stent fracture was observed in the tpv frame. No treatment was performed, but a tpv replacement procedure was planned pending dental clearance. No patient complications were reported as a result of this event. No further information was received. Of note, the implant position of the tpv was immediately posterior to the sternum, which could increase the risk of tpv stent fractures over time.